Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - nhl.

Event description:
It was reported that during the elective procedure to replace the deep brain stimulation (dbs) implantable pulse generator (ipg) due to normal end of life battery depletion there were high impedance measurements discovered on one of the lead extensions. As the physician was performing the replacement procedure of the ipg he damaged one of the lead extensions with a scalpel. The patient later underwent a revision procedure where both lead extensions were replaced (see MFR. Report (B)(4). The patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and was not returned to bsc.